Manufacturer narrative:
The customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's report as the male luer of the smartsite had snapped and remained lodged inside the female luer of the catheter. The root cause of the customer's report could not be identified.

Event description:
The reported feedback suggests that the connector is cracked.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the connector is cracked. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.